Event description:
The customer reported the ventilator alarmed and went vent inop due to a flow sensor failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support engineer (pse) for assistance. The biomedical engineer reported the unit passed extended self testing. Pse advised verifying cables and flow sensor components. The biomedical engineer reported the cable connections would be evaluated and manufacturers service was declined. Upon followup, the biomedical engineer reported the unit had been worked on prior to the reported vent inop occurrence. The biomedical engineer reported a loose connection was found and secured to resolve the reported problem, and the unit passed testing and is back in service. The reported problem is considered user-service induced.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.